Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, extravasation was noticed via angiogram in the right common carotid artery (cca), which was caused by the arterial sheath. The physician surgically repaired the posterior wall of right cca to resolve the dissection event.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.